Event description:
When the nurse spiked a bag of medication for an intravenous piggyback (ivpb) with a secondary IV set, the line fell off the drip chamber spilling a small amount of medication (non-chemo) and bag had to be re-spiked with a new line.